Event description:
A report was received that during a lead revision due to migration the pt also underwent pocket revision. The physician relocated the pt's pocket from his stomach to his buttocks. The pt's ipg was replaced per the physician's preference. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility.